Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support with the device and batteries / non-grounded patient cable. The reported pump stoppages and hazard alarms were confirmed through the review of the log files that were submitted by the account. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the low speed events and pump stoppages that occurred while the patient was supported by the mobile power unit could be indicative of driveline damage. However, a direct correlation between heartmate ii lvas and these findings could not conclusively be established through this evaluation. The submitted log file contained intermittent low speed events and pump stoppages throughout the duration of the file. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All of these low speed events appeared to occur while the patient was supported by the mobile power unit. No additional atypical events were captured. The heartmate ii lvas instructions for use (IFU) provides information regarding pump speed, power, and flow and addresses all system controller alarms (including low speed and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that an external driveline evaluation was performed by the manufacturer's technical services, and pump stoppages were unable to be reproduced with manipulation of the external portion of the driveline. The driveline passed electrical continuity testing. No fluid was found inside the driveline. A distal end percutaneous lead replacement was not required. The patient will be monitored and will continue using batteries / non-grounded patient cable. No additional information was provided.

Manufacturer narrative:
Section h6: correction for inadvertently omitted patient code.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the pump was not able to maintain the set speed. Log files sent to the manufacturer's technical service representative confirmed pump stoppages while the system controller was connected to the power module. The patient was asymptomatic. X-ray images reportedly showed no direct/obvious affected area which could be the trigger the issue. A distal end percutaneous lead (driveline) evaluation was performed. The alarms were unable to be reproduced with manipulation of the external portion of the driveline, or while the patient performed body movements. A non-grounded patient cable for use with the power module was provided to the patient. No additional information was provided.